Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a loose green cap to the patient connector inside an unopened pouch. There was no issues or evidence of damage to the green cap or the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of an amia cassette was not on the patient line but it was in the bag. This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.